Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-18047. It was reported diagnostic testing revealed invalid impedance readings on multiple lead contacts. Reprogramming was unable to provide full coverage. The pt is to consult with her physician as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.